Event description:
On 01/02/2023, infutronix received a call from a patient receiving therapy at home regarding an infusion pump that was alarming with the message "power off and replace battery". The patient was informed that the pump will power off shortly without a replacement battery available and to contact their healthcare facility for further instructions. On 01/04/2023, infutronix reached out to gain additional information on the event. Infutronix was informed the patient's doctor discontinued the therapy and all remaining doses were lost (77.1ml of medication remaining, medication unknown).

Manufacturer narrative:
Review of the DHR confirmed this device passed all previous tests and inspections. Review of product complaint history confirmed there are no other complaints associated with this device. The affected device was not returned for further investigation.